Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue of "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion test on high, low, and medium settings, with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test occurred during preventive maintenance testing. There was no patient involvement. No additional information is available.